Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display even after changing new batteries. Customer¿s blood glucose was unknown at time of incident. Customer stated that metal contact on battery cap was missing. Insulin pump will not be return for analysis.